Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the cause of the pump going empty too soon and the alarm being inaudible to the patient was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was receiving morphine, bupivacaine, and clonidine at unknown doses and concentrations via implantable pump. It was reported that on 2020-07-05 or 2020-07-06 the patient started to have withdrawal symptoms, noting that they were bedridden and had hot/cold flashes. The patient said they had the withdrawal symptoms until their pump was refilled on (B)(6) 2020. The patient said that they normally have a little bit of medication left in the pump when it gets refilled but this time the pump was "bone dry" and the healthcare provider (hcp) had to flush the pump. The patient said their hcp was under the impression that the pump was empty prior to the refill appointment and was "concerned there may be a leak somewhere." The patient also mentioned that the pump was supposed to alarm on the day of the refill, but it wasalready empty and they never heard the pump alarm. They added that they were able to use their ptm to request boluses this whole time. They stated that they were already working with their hcp to determine what may have caused the pump to go empty earlier than scheduled. They also mentioned that their hcp checked their pump yesterday and noticed that the pump time was almost an hour faster than the clinician programmer time. Patient services reviewed that the pump time can be updated using the clinician programmer and reviewed how the pump time needs to be changed manually when daylight saving time begins/ends. The patient confirmed understanding.